Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, using the sub-cut skin technique, the thread came away from the needle while suturing. Another device was used to complete the case. There was no patient injury.